Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with bb515 - carbon steel scalpel blades #15. According to the complaint description, the blade of the scalpel is blunt. There was no described patient harm. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file - no malfunction or serious injury. Investigation results: visual investigation: the products arrived in a clean status with dark and brown discolorations. We made a visual inspection of the products. Here we found trace of use on the cutting edge and detected a damaged cutting edge. Additionally we discovered dark and brown discolorations. Due to another case, this issue was already discussed with the manager r&d instruments & surfaces. Based on the feedback there is the topic "metal/corrosion - surface corrosion" and "metal/corrosion - extraneous and film rust/subsequent rust". Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.